Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d9; g3; h2; h3; h4; h6; h11. Visual examination of the returned product identified signs of use (dings on the tip and scratches). The device is fractured into two pieces. All pieces were returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. Reported event was confirmed by complaint sample evaluation. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event is attributed to wear and tear of the device from repeated use over time. The device has a potential field age of eight (8) years and exhibits signs of repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the impactor tip fractured during impaction of the tibial tray. There was no patient impact and no adverse events have been reported as a result of the malfunction. Backup instrumentation was used to complete the procedure without further incident.